Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). The rep met with the patient on (B)(6) 2017 for reprogramming of new pain and could not communicate with the ins. There were no known environmental/external/patient factors that may have led or contributed to the issue. The rep tried interrogating with the physician programmer, recharger, and patient programmer. Overdischarge was noted. The rep was to schedule time for a trickle charge and reprogramming. The issue was not resolved as of (B)(6) 2017. No surgical intervention occurred or was planned. The patient was alive with no injury. Low back and leg pain were noted as patient medical history. The issue occurred during normal use. No symptoms were reported. Additional information was received from a manufacturer's representative (rep). It was reported that the patient and physician decided to replace the generator on (B)(6). The patient's impedances were within normal limits. The patient was happy with the programming post operation. No further complications were reported or anticipated.